Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - outcome attributed to adverse event is unknown. Neither the device nor films of applicable imaging studies have been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent cervical spinal surgery. Since the surgery, the patient reports having swelling in soft tissue and lymph nodes with flu-like symptoms. The patient is also experiencing pain and discomfort in neck. According to the report, the patient also has a known metal allergy. No further event information has been reported.